Event description:
It was reported that the patient was in the shower when a lead integrity alert was triggered. Electromagnetic interference was noted on the ventricular electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t st jude lead (B)(6) 2005. (B)(4).